Event description:
It was reported that, "there was surface calcification, confirmed by special stains and eds with the memory lens." The physician also stated that, "from one case one cannot draw clinically appropriate conclusions, so this will require further research. As co noted it was three years postop (most hydroview iols were only one year in normal eyes). Also this lens was just a few weeks after a major glaucoma procedure for longstanding glaucoma. Therefore factors such as breakdown of the blood aqueous barrier and/or a protein deposition with a ca++ made this a sporadic phenomenon."